Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed and shut down during patient transport. The device was replaced with another ventilator. There was no patient harm.

Manufacturer narrative:
Patient information has been requested; none has been provided.